Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive on the lead helix. The presence of medical adhesive prevented the helix from fully extending.

Event description:
This report is to advise of an event observed during analysis.